Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous low results for 2 patient samples tested for troponin t hs (high sensitive) stat (short turn around time) ¿ troponin t hs stat on a cobas e 411 immunoassay analyzer. The erroneous results were reported outside of the laboratory. Patient 1 initial result was 3.00 pg/ml with a data flag. The same sample tube was repeated and the result was 108.6 pg/ml. Patient 2 initial result was 3.00 pg/ml with a data flag. The same sample tube was repeated and the result was 22.06 pg/ml. The customer¿s quality control (qc) results were within the acceptable range before and after the event. The troponin t hs stat reagent lot number was 17645201 with an expiration date of 31-dec-2017. There was no allegation that an adverse event occurred.

Manufacturer narrative:
Upon review of the alarm trace, some liquid level detection error messages occurred on the day of the event. Possible root causes for this event may be sample quality and insufficient maintenance.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided.